Event description:
The back side of the pc board caught fire. No injuries were reported.

Manufacturer narrative:
A visual inspection of the unit indicated part of the pc board overheated causing smoke. An investigation into this failure is underway. A f/u report will be submitted when the investigation is complete.